Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient had not used the therapy for a couple of years and they were calling to get information about how to use the smart programmer because patient would like to use it again. The caller mentioned that they increased stimulation and the patient felt it, so they knew the therapy was working. Agent reviewed general use of handset, communicator, and therapy app. Agent reviewed that the implanted system works independently from the handset and communicator. During the call, the caller mentioned that the patient told them the implant had slipped/moved a little bit from its original location. The caller confirmed that the patient did have some falls prior to them noticing the device moving, but they weren't sure if the falls were related to that. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.